Event description:
The customer reported that they observed an error 4 message displayed on their freestyle blood glucose monitor during the insertion of a test strip. The customer also observed the low battery and booklet icons. The meter is exhibiting signs of memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter. Investigation in process.